Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and erosion. Reportedly, the device can almost be read through the skin and the device sticks out from the skin as well. There were no additional adverse patient effects reported. All available information indicates that as of this time, the previously capped ra lead remains capped.